Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pen was not discharging insulin. They stated they tried several things to fix it to no avail. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.